Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced power elevations and hemolysis. The pt also experienced a driveline infection. The pt was admitted and administered medication, but developed an intracranial bleed. The pt was withdrawn from support and expired on (B)(6) 2013 and no autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. The user facility report # (B)(4) was received from (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.